Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures) and high blood glucose. The customer reported blood glucose value of 30.0 mmol/l. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported high bg event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit successfully passed self-test, displacement test. Unit was successfully downloaded to thump and carelink. Verified consecutive pump error 63 alarms (line number 632 file number 5590) in the adapt tool fault main error log on 07/19/2024 04:50:16.000. Per software engineer log it was determined that pump error 63 was caused by rf chip problems. Isolate to electronic assembly. Unit was cut open for visual inspection of electronic stack and motor assembly. Found moisture damage to the pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: cracked case (battery tube), cracked case - corner of belt clip rails, stained keypad overlay, pillowing keypad overlay. In summary, pump error 63 alarms confirmed in pump download history. Isolate to electronic assembly. Moisture damage to electronic assemblies confirmed during deconstructive analysis. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.